Event description:
It was reported that via merlin.net transmission, non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. Patient condition is good.